Event description:
Polyethylene tibial base component damage was caused by a severe wear caused cycle staining on the contact area between the tibial base and femoral component, due to a brittleness polymer, occuring after 7 months of use in an active pt.

Manufacturer narrative:
Evaluation was not possible, as no product was submitted. Product info required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on insufficient info and absence of product for examination. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be reported, the investigation will be re-opened.